Event description:
Customer was admitted to hosp for high blood glucose and diabetic ketoacidosis. Customer stated when they did a set change their blood glucose started climbing and would not come down, pt changed the set again and noticed that pump was wet with insulin in reservoir compartment, customer then changed set and again their blood glucose kept climbing and again did a set change and again noticed insulin in reservoir compartment. At this point pt was admitted to hosp. Pump alarm history shows a lot of low reservoirs and several no delivery alarms. Customer stated they do not have a clamp. Checked programming, insulin concentration, basal rates/times, bolus history, alarm history, programming is correct. Programmed a 3u(u-100) fixed prime with reservoir in pump and insulin exited properly.